Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The customer's report was observed, however, this is normal operation of the contrast test and the device worked as intended. The device was recertified and returned to the customer. This is normal function of the contrast test when you adjust the setting to the lowest setting of -10. To correct it, the setting has to be adjusted to neutral at 0. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device's screen turned completely yellow and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.